Event description:
It was reported occlusion alarms occurred. Reportedly, customer changed pump supplies to address the issue. Customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of over 600 mg/dl. Customer was treated with a manual injection of insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not required.